Event description:
It was reported to philips that the system's geometry movements were partly available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing cardiovascular interventional work. The procedure was completed by moving the patient to another room. It was reported to philips that the geometry movements were partly available. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the post failure on the ethercat hardware and geometry ipc due to missing dc power. To resolve the issue, the fse replaced the dc power supply. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.